Event description:
It was reported that the director of anesthesia reported upon removal of the catheter, he noticed the metal tip was missing. He was concerned that the tip disconnected and remained in the pt. X-rays were performed and after a day of performing x-rays to the pt, the tip was not found. The doctor believes the catheter may have stretched out enough during removal that it covered the catheter tip, thus creating the concern that the tip was missing upon removal.

Manufacturer narrative:
(B)(4). Sample will not be returned.